Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had an atrial lead polarity switch to unipolar. It was also reported that when the lead was in bipolar mode there were low impedances but that unipolar impedances were stable. The lead was left in unipolar mode and is still in use. No patient complications have been reported as a result of this event.